Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, d.6b, h.6.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on march 11, 2025 with lot number 2939152. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture